Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next to kin reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 around 9:30 pm. It was reported that the customer had high blood glucose levels of 22.5 mmol/l at the time of admission. The customer experienced symptom related to high blood glucose included nausea. It was reported that the customer had high blood glucose and ketones. It was reported that the cause of hospitalization was high blood glucose levels and ketones. It was reported that the customer was treated with water at the hospital. The customer was disconnected from the insulin pump and was given one manual injection of lancet and one injection of nova rapid. It was reported that the high blood glucose event began on and off for about one week. Troubleshooting was performed. The high pressure test was performed and the insulin pump received alarm at 2.550 units. It was reported that according to the carelink upload person, there were no issues with infusion set and reservoir on (B)(6) 2018. Product is not expected to return for analysis. Additional device related incidents : reservoir (B)(4); infusion set (B)(4).